Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: on (B)(6) 2014, patient was found unresponsive on the floor, with head jerking, covered in sweat. Blood glucose (bg) was 22 mg/dl. Patient was given sugar and paramedics were called. When paramedics arrived, bg was 44 mg/dl. They administered a glucagon shot and glucose ivs. The patient¿s bg responded and was transported to hospital as paramedics advised. Customer support (cs)review of the pump review shows multiple boluses given on (B)(6) 2014, all of which the patient reports she did not program. This complaint is being reported because the patient experienced hypoglycemia subsequent to the pump allegedly delivering boluses the patient did not program.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2014 with the following findings: no defect was found. The last basal delivery and the last bolus were recorded on 02/11/2014. Pump was exercised for 24hr duration period; no unprogrammed boluses were delivered during this time period. No hypersensitive keys were observed on keypad.. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately tdd¿s add up correctly. No alarms related to the complaint observed in pump history. (B)(4).